Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Exact date unknown, implant occurred in 2018.

Event description:
It was reported the patient experienced a return of claudication symptoms. Based on imaging completed in the field, the physician assessed the inferior cam lobes were hyperextended and bent back toward the posterior side of the anatomy. The patient underwent an explant procedure to remove the device. The device was retained by the facility, and will not be returned for analysis. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient experienced a return of claudication symptoms. Based on imaging completed in the field, the physician assessed the inferior cam lobes were hyperextended and bent back toward the posterior side of the anatomy. The patient underwent an explant procedure to remove the device. The device was retained by the facility, and will not be returned for analysis. Additional information received stated the patient was stable post-operatively.

Manufacturer narrative:
The superion implant was not returned for analysis; however, a review by engineers of x-rays taken in the field, confirmed the cam lobes were hyperextended and bent back toward the posterior side of the anatomy. Additionally, review of the instructions for use (IFU) was completed, and it states that deformation, breakage or disassembly of the implant, which may require another operation to remove the implant is a known potential outcome of being implanted with the device.